Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patients right atrial lead had become dislodged. Lead was repositioned successfully. Patient was stable before, during and post reposition procedure.